Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Error messages were reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness. No third-party treatment was reported. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle freedom lite meter were reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. The dhrs (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Unable to review the retain testing as strips expired on 30-nov-22. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. H10 - additional mfg narrative was incorrectly documented in initial report. The correct h10 - additional mfg narrative has been updated.

Event description:
Error messages were reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness. No third-party treatment was reported. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.